Event description:
Employee attempting to open folded wheelchair. Left 5th finger was caught in the folding apparatus causing crush/pinch injury. The 5th finger of the left hand was fractured and stitches were required.